Event description:
It was reported the insulin pump alarmed motor error during basal. Customer's blood glucose was 120 mg/dl. Customer did not recall any significant events that may lead to the alarm. The device was not dropped or bumped. The device was dropped or bumped. The device was exposed to a strong magnetic field or MRI. Customer does not use the sensor feature. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarms were noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery alarm and occlusion tests due to the prime/fill anomaly. The motor was tested outside the device and it passed. The pump also had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.